Manufacturer narrative:
(B)(4). Batch # p56e33. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device locked-out (no staples deployed and no cut line started)? I do not believe so. Or did the device partially fire (start to deploy staples and cut but could not be completed)? Possibly but not certain. Was the knife return switch attempted before using the manual override to open the device? They say it was.

Event description:
It was reported that the device stopped firing while on a vessel during a nephrectomy and would not open. They ¿say¿ they tried the reverse button but there is some confusion around the sequence of events. In the end, the manual override was used in order to open and remove the device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.